Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level in the 400s (mg/dl) and large ketones. Customer administered bolus with the pump to treat bg level; however, bg level remained elevated so customer reverted to insulin injections for diabetes management. Reportedly, customer believes that bg levels may be due to not absorbing insulin or the pump is not delivering as intended. Although requested, customer declined to complete troubleshooting with tandem technical support.